Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, post paced t-wave oversensing issue was observed on the ventricular channel. Programming changes and testings were recommended. Physician opted to no make any programming changes to the device at the time. Patient was stable.